Event description:
It was reported the anchor broke during insertion. The surgeon left the broken piece unsupported in the patient and created an additional bone hole to complete the procedure with a back-up anchor. There have been no reported patient complications.

Manufacturer narrative:
The returned speedscrew device was received in an undeployed condition; however, the implant broke off prematurely and was not returned. The function switch was found in a locked position which indicates the implant broke during screw in. No other visual discrepancies were observed. The complaint was verified, however, a definitive root cause for the premature implant detachment could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes applying excessive torque or levering the inserter handle during insertion or anchors screwed to improper alignment. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU warns and precautions not to bend apply excessive torque or twist the inserter handle during and after insertion. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.